Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned, analyzed, and the catheter peeling/slitting/splitting showed a spiral slit. It was noted that catheter shaft was kinked/buckled and was damaged during use. Spiral slitting (technique issue) begins at the handle and continues along shaft. The shaft is kinked at 13 and 48cm from the handle. The inner liner is visible at various locations starting at 37cm from the handle. It likely snagged from spiral slitting. (B)(4).

Event description:
It was reported that the catheter frayed while removing the coronary sinus delivery system, and the physician was concerned about product performance. The implant was completed. No patient complications have been reported as a result of this event.